Event description:
It was reported that a stem impactor rod was found to be broken at the tip. As this was noticed upon field inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned stem impactor rod confirms the threaded tip broke off. The thread tip was not returned with the device. The device exhibits signs of significant wear and use. A review of complaint history revealed 17 similar events for the listed part number. No adverse trend was found for this event. For the batch number, the review did reveal 2 similar events. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.